Event description:
Related manufacturing reference number: 2017865-2023-02602. Related manufacturing reference number: 2017865-2023-02605. It was reported that the pacemaker, right atrial lead and right ventricular lead exhibited failure to capture that led to false automatic mode switch. No changes were made to the pacemaker. The right atrial lead and the right ventricular lead were explanted and replaced. The patient status was unknown.